Manufacturer narrative:
Investigation summary: the product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine if a product malfunction occurred which would contribute to the reported event. Haematomas have been cited in clinical literature as common caesarean wound complications; however this is the first reported incident of a post-operative haematoma after use of the (B)(6) c-section retractor. The exact root cause of the incident could not be determined in absence of the device, but applied medical will continue to monitor for related trends and take appropriate actions as necessary. Additional information was requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary updated with lot#. Lot trace performed. Full UDI provided. Investigation summary: the product was not returned for evaluation. In the absence of the subject device, it is difficult to determine if a product malfunction occurred which would contribute to the reported event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
C-section - "a patient presented with a post operative haematoma after a c-section where the alexis o for c-section had been used. The surgeon attributed this to the alexis o wound retractor protector. "Patient status- ok.